Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised the hp to call the nurse regarding the alarm. The care giver (cg) trying to reset up with same supplies with the hp connected. The tsr explained that new supplies were needed. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up the cg stated that the issue was resolved, and they believe that the supply had started to pull air from the top of the bag and that is how air was introduced. The cg stated that it appeared that where the bag and line were connected at was off. Per the cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The nurse was told of the incident the night it occurred. The nurse had told the cg to shut the cycler off and have the hp finish therapy using manuals. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.